Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to another meter. The reporter alleged readings of "194 mg/dl" compared to"124mg/dl" on another meter. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the cca. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.